Manufacturer narrative:
Batch review performed on 17 june 2024 lot 2318418: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 2028-10-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: hip revision 21 days after primary surgery due to periprosthetic fracture. According to report the fracture was caused by stem subsidence. From the radiographic images the stem appears undersized and in valgus position. This may have induced the surgeon to accept a smaller size but the initial stability was not sufficient when loading was applied. There is no reason to suspect a malfunctioning device.

Event description:
Hip revision due to periprosthetic fracture that was caused by stem subsidence at 21 days from primary surgery. The stem implanted was undersized. Patient's bone quality weak. The surgeon revised successfully the stem and head.